Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in one piece, measuring 7.0 cm. Visual inspection found full breached outer insulation degradation at 4.5 - 4.6 cm from the connector pin, distal to connector boot. Other damages found are consistent with procedural damage. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.